Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction of the previous report. Updated fields: d9, h2, h3, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen was black due to flickering image and after few seconds no image due to fluid on s-connector and after aeration still flickering image and showing dark image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen of gastrointestinal videoscope went black when connected. The issue occurred during inspection for use. There were no reports of patient involvement.